Manufacturer narrative:
Continuation of d10: product ID b31061 lot# unknown, product type accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided by the manufacturer representative indicating that the cause of the connector plug becoming lodged in the extension was not determined; during the stage 2 procedure the top portion of the plug detached from the extension header, leaving a fragment inside, and when the screw set was loosened that fragment fell into the extension block and could not be removed; this has been confirmed/provided by the physician. When asking for clarification of procedures, the rep stated that the patient was having the stage 2 extension placement after having 2nd side lead implantation as this is the surgeon's preference for how he performs deep brain stimulation procedures.

Manufacturer narrative:
Continuation of d10: product ID b31061. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a portion of the connector plug which was used to plug the right extension became lodged in the extension. The surgeon attempted to remove it using a pin and then suction but it was not possible. 2 new extensions were tunneled and connected to the generator.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.